Manufacturer narrative:
Age, weight and ethnicity: unknown/no information. Date of event: the exact date is unknown, the best estimate is between (B)(6) 2021 - (B)(6) 2021. The device is not returning for evaluation as it was discarded by the account. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Received report indicating an intraocular lens (iol) was explanted from the patient¿s left eye. Following his surgery, the patient was not correctible to better than about 20/50 and very disappointed. Therefore, the doctor did a lens exchange to a monofocal lens. On day one after the lens exchange, the patient was already 20/20 and very happy. No further information was provided.